Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patients right atrial (ra) lead was noted to have no capture due to the lead dislodgement. The physician elected to have the ra lead explanted and replaced on 20 mar 2024. The patient was in stable condition.